Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the device has a defective temperature sensing foley precision catheter. The rn found it disconnected with the drainage bag tubing on the floor this morning even though the tamper evident seal was intact and not broken.